Event description:
It was reported that the ins would not charge. An over discharge was suspected. A power-on-reset message was displayed. The physician recharge mode was performed five times without success. The recharger could not couple with the ins. The device eventually charged and there were no subsequent problems reported.